Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument tips were bent and not holding needle (this (B)(4)). The circulating nurse stated that the instrument tips were bent and not holding the needle, the instrument was called to be replaced before even noticing the piece had fallen off. The fragment was retrieved robotically. No additional procedure was needed to retrieve the fragment. A back-up robotic needle driver instrument was used to complete the procedure robotically. Additionally, during follow-up, it was learned that a mega suturecut needle driver used during the same procedure was being returned. (See (B)(4)). The circulating nurse stated the instrument had a broken wire. They detected the broken wire when the instrument was inserted into patient for use. No fragments had fallen into the patient that they had noticed.